Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a laparoscopic unilateral right inguinal hernia repair using a mesh. The patient later developed persistent right testicular and spermatic cord pain radiating to the right iliac fossa, accompanied by epididymal swelling, seven months after implantation. Despite no signs of surgical site infection or inflammation in the inguinal area, physical examination revealed sensitivity in the cord and testicle. Conservative treatment with non-steroidal anti-inflammatory drugs was prescribed and due to ongoing pain, the urologist recommended epididymectomy and prescribed medicine to alleviate neuropathic symptoms.